Event description:
Device issue: guide wire separation. Time of device issue: during the procedure. Adverse event: none. It was reported that after successful post dilatation in the right coronary artery, the powersail dilatation catheter became stuck on the whisper guide wire during removal from the anatomy. The catheter and guide wire were removed successfully as a single unit. After removal, further inspection revealed that the distal tip of the balloon was intact; however, wires were coming out of the catheter. The condition of the wires was described as "an antenna-like appearance". There were no reported adverse pt effects. Though requested, no additional info was provided. During return device analysis, a separated guide wire was observed.

Manufacturer narrative:
(B)(4). Eval summary: eval of the returned device revealed that the whisper guide wire was separated in two portions 24 cm distal to the proximal end of the polymer coating. There was a second portion of polymer covered core separated proximal to the distal separated portion. The proximal separated portion was not frozen in the dilatation catheter. The polymer material at the separation was stretched and jagged suggesting force was applied to separate the material. There were stretched intermediate coils of the distal separation stretching proximally. There were multiple bends in the core of the distal portion of the separation proximal to the tip. There were multiple bends throughout the entire length of the separated middle portion of the guide wire. There were two bends in the core distal to the proximal end of the polymer coating. There was scrapping in the polymer coating proximal to the tip. The dilatation catheter was cut to pull-out the frozen guide wire section. The polymer coating was removed from the guide wire to expose the fracture surfaces. Scanning electron microscopy revealed the guide wire revealed four core guide wire fractures and two coil separations (one coil strand was separated from the shaft). Results of the fracture surfaces suggest that the four core fractures may be attributed to ductile overload at a bend. One coil separation may be attributed to ductile overload, and the other coil separation may be attributed to mechanical damage. It may be possible that at some point after successful post dilatation with the powersail, the clearance between the inner member of the balloon catheter and the guide wire was reduced. With attempts to move the wire in this reduced clearance condition, the coils may have become offset and with continued force, the coils could stretch. Once the guide wire coils become offset and stretched, it increases the diameters of the guide wire resulting in resistance between the inner guide wire lumen of the balloon catheter and the section of the coils that have the increased diameter. If the resistance is not reduced and continued movement or force is applied to the wire, exceeding the material limitations, it could cause the two to become frozen together and ultimately cause the core and/or tip coils to fracture, which ultimately contributed to the reported difficulty to remove the powersail. The bends noted in the guide wire core appear to be a result of the attempts to remove the frozen guide wire from the powersail. The lot history record for the whisper ms could not be reviewed and a similar incident query could not be performed because the lot number was not provided. The reported difficulty to remove the powersail and subsequent damage to the returned whisper guide wire appear to be related to the operational context of the procedure. Mfg performs a non-destructive tip pull test on each guide wire, and performs 100% visual inspection prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality.